Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings on an ilet system using a dexcom g7 after announcing lunch while already elevated, with a peak cgm value of 234 mg/dl and subsequent decline to 89 mg/dl, in the context of recent target setting adjustments and without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event characterized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.